Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was deployed and placed as intended. Reportedly, during use of the second prostyle device, a suture break occurred when the plunger was removed. The device was removed, and the knot was noted to be untied. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.